Manufacturer narrative:
(B)(4). Date sent: 9/24/2024, d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: yes, the stapler worked normally.

Event description:
It was reported that during a gastroplasty, at the time of the shot, the load did not staple, it was checked and there was a pre-shot, we changed the load and it worked normally. No surgery delay was reported and completed successfully. No patient consequences were reported.